Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reav0985 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reav0985) have been reported from the same facility in (B)(4).

Event description:
It was reported that the introducer after a single puncture was left with the damaged end. On (B)(6) 2019 - it was reported that the nurses mentioned that the tip of the introducer was damaged immediately after the first puncture.